Manufacturer narrative:
The product is not available for evaluation.additional information will be submitted within 30 days from receipt.

Event description:
Consumer called for medical information and also reported an adverse event. Consumer had a cypher stent implanted in the right coronary artery (rca) on (B)(6), 2006 due to a "blockage". Consumer reported having some chest discomfort and rapid heart rate after walking up a hill. Event resolved shortly after resting. Consumer had a scheduled stress test in (B)(6) 2010 and an "angiogram" which showed a blockage in the rca at the stent site due to scar tissue. Treatment was a xience stent placed in the rca on (B)(6), 2010. It is unknown if consumer was hospitalized. No additional information was available.

Manufacturer narrative:
A consumer called for medical information and also reported restenosis approximately four and a half years post implantation of a cypher stent. The consumer had a cypher stent implanted in the right coronary artery (rca) due to a "blockage." Approximately four years and six months after the index procedure, the consumer reported having some chest discomfort and rapid heart rate after walking up a hill which resolved shortly after resting. The consumer had a scheduled stress test and an angiogram showed a blockage in the rca at the stent site due to scar tissue. Re-pci was conducted and a xience stent was placed in the rca. Multiple attempts to obtain detailed information were unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the instructions for use (IFU). In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the limited information does not suggest what factors may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.